Event description:
It was reported that at device change-out, insulation damage with externalized conductors were observed near the distal coil. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.